Manufacturer narrative:
Device will be evaluated, and a follow-up report will be sent.

Event description:
Turned on visionaire oxygen concentrator and it made a strange popping sound and shut down. Noticing smoke, the oxygen concentrator was placed outside. A short time later, the machine was in flames and put out with fire extinguisher. No injuries or damage to house.